Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following could not be completed with the limited information provided: date of event - unknown, date explanted - unknown. (B)(4)

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on an unknown date due to tibial tray loosening and subsidence. The tibial tray was removed and replaced.